Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008, after use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR numbers 1225714-2014-00517 and 1225714-2014-00518.